Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 valv is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The separated progav 2.0 was permeable and operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the inability of the valve to gold a set pressure, it was not possible to measure the brake force. Finally, we have dismantled the progav 2.0 valve. Inside the valve, we have found slight build-up of substances (likely protein). Based on our findings, we confirm that the progav 2.0 valve was not adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient information: patient is 102 cm tall.. Patient weighs (B)(6) kg. Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the valve was not adjustable. As a result, it was explanted. Very limited information was provided. The shunt system was implanted on (B)(6) 2019 into a (B)(6) year old patient. As the valve was later reportedly not able to be adjusted, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.